Event description:
It was reported that the customer had a lost sensor alarm on the insulin pump. The customer's blood glucose level was 153 mg/dl. The troubleshooting was performed. The customer was advised that the pump is no longer receiving data from the transmitter. The customer was asked to reviewed history for relevant a alarm and they found a64 alarm 16 hours ago. The customer was advised that we will send cot pump and patient declined to return oow at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.